Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported by the intensive care unit (ICU) nurse that since the patient has returned from the cardiovascular operating room (cvor), while on intra-aortic balloon (iab) therapy, there was a ¿sensor module failure¿ alarm when the plug was inserted. The fluid lumen was transduced and had a good arterial signal. Upon switching of consoles there was an ¿optical sensor failure¿ alarm generated. Troubleshooting was not able to resolve the sensor failure issue. The customer decided to continue therapy and to maintain use of the first console. The indication for use was cardiovascular surgery. There was no reported injury to the patient.

Manufacturer narrative:
Device available for evaluation: changed from: yes to: no the device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the intensive care unit (ICU) nurse that since the patient has returned from the cardiovascular operating room (cvor), while on intra-aortic balloon (iab) therapy, there was a ¿sensor module failure¿ alarm when the plug was inserted. The fluid lumen was transduced and had a good arterial signal. Upon switching of consoles there was an ¿optical sensor failure¿ alarm generated. Troubleshooting was not able to resolve the sensor failure issue. The customer decided to continue therapy and to maintain use of the first console. The indication for use was cardiovascular surgery. There was no reported injury to the patient.